Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and no force values were displayed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The no force values issue is not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The device was returned to the biosense webster, inc. Failure analysis lab on 9/21/2018 and it was discovered that there was scratch and a hole found on the clear pebax. The issue of the hole on the pebax has been assessed as reportable. The awareness date was reset to 9/21/2018.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and no force values were displayed. The investigational analysis completed on 10/30/2018. The device was inspected and a hole was found on the pebax. The magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. During the test, no temperature was observed. The force feature cannot be tested. However, no errors were observed. Electrical testing was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer ref no:(B)(4).